Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced multiple high blood glucose levels. The customer stated they had a blood glucose level of 379mg/dl and bolused but blood glucose level went up to 454mg/dl and 457mg/dl before changing the set and taking manual injection. The customer declined to troubleshoot for the high blood glucose and stated that they will monitor and call back if issue persisted. Customer's last blood glucose value was 268mg/dl. The product will not be returned for analysis.